Event description:
It was reported that this implantable pacemaker device exhibited perforation which confirmed via fluoroscopy. In addition, during the right atrial (ra) lead placement, a decreased in blood pressure was noted. Pericardial effusion was also noted. Pericardiocentesis, device closure and drainage were performed. No additional adverse patient effects were reported.